Manufacturer narrative:
The returned part 14-525029 (lineum set screw driver) from lot mmx1244 was visually inspected by quality engineering. The reported complaint is confirmed, the set screw driver tip is fractured and no longer present on the shaft. A functional demonstration of the returned instrument could not be performed in its current condition. The device history records were reviewed; there were no non-conformances or deviations reported during manufacture or incoming inspection of this product lot. Verified traits include physical dimensions, functional mating capability, hardness, heat treat certification, and finish. The root cause of this event cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique (use of instrument without the corresponding torque limiting handle), and/or misuse. Corrected manufacturing date from jul 16, 2012 to may 30, 2012.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported when the surgeon placed the set screw the tip of the driver broke. There are no adverse effects reported as a result of this event, however the device malfunction is subject to the two year rule.